Manufacturer narrative:
Additional information received that the event occurred during testing on (B)(6) 2019.

Manufacturer narrative:
Investigation results were completed on smiths medical cadd legacy 6400 pump. No physical or outer damage to the pump. The event log revealed the complaint of " error 1720." Evaluation testing was able to duplicate the problem of error 1720 and isolated the problem to back up capacitor. Once replaced the device passes all functional and delivery testing. Unknown what caused the event as it was inoperable component.

Event description:
Information received a smiths medical cadd legacy 6400 pump, alarmed error code 1720. No patient adverse events were reported.